Event description:
On (B)(6) 2011 customer reported modular chemistry (mc) obstruction detection transducer errors on their dxc 600 pro instrument. Customer technical support (cts) assisted customer with troubleshooting and advised customer to wear personal protective equipment. Cts suggested flushing the mc sample probe with 10% wash concentrate, and then deionized water. The customer also noticed a leak under the mc sample probe. Customer flushed the probe, primed the mc sample delivery and checked for leaks. No leaks were observed. Cts advised customer to recalibrate the ion selective electrode module and then run quality control on the mc system. Customer reported that the issue was resolved. No injuries or exposure were reported and no erroneous patient results were generated. No further issues have been reported by the customer.

Manufacturer narrative:
(B)(4).